Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 8 devices were evaluated in the field and the issues were confirmed; 1 device had broken/damaged components and 7 devices were not properly calibrated. The devices were repaired and returned. 6 devices were evaluated in the field and the issue was confirmed.  However, there were no product malfunctions; the issues were the result of use error as the scales were not properly zeroed before use. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 14 malfunction events, where it was reported there was an inaccurate scale. There was no patient involvement.